Manufacturer narrative:
This report is submitted on may 16, 2018.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2018 due to cholesteatoma at implant site. The patient was reimplanted with another device during the same surgery.